Event description:
Complainant alleged that during a routine shift check, the internal handles would not allow discharge. The complainant indicated that there was no patient involvement in the reported malfunction.